Event description:
The customer contacted stryker to report that their device completely froze up during a patient event and had a white display. As a result, defibrillation therapy would not have been available, if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
The customer has not provided stryker with any additional patient information. Patient fields in which information was not provided were intentionally left blank. Stryker performed a clinical review of the reported event and determined that their is insufficient information available to determine whether the device contributed to the outcome of the patient. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Section h1 type of reportable event of the initial medwatch report indicates: malfunction section h1 type of reportable event of the initial medwatch report should have indicated: death.

Event description:
The customer contacted stryker to report that their device completely froze up during a patient event and had a white display. As a result, defibrillation therapy would not have been available, if needed. The patient involved in the reported event is deceased.